Event description:
Additional information was obtained. A revision procedure was performed. This lead was removed and replaced with a non-boston scientific lead.

Manufacturer narrative:
When the revision information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed high out of range impedance and increased threshold measurements. Lead fracture was suspected. Reportedly, the patient with this lead had experienced falling down stairs. A lead revision is intended in the near future. No adverse patient effects were reported.